Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to unknown reasons. No additional information is available at the moment. No additional adverse patient effects were reported.